Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed the reported observation of damaged/defective based on the observation of a puncture hole approximately 795 millimeters from the terminal end of the lead, consistent with a backloaded guidewire escaping the lumen. The puncture was coming from guidewire entering the tip end. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the surgical technologist has pushed the guide wire through the lead. A new lead with different model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted as the surgical technologist has pushed the guide wire through the lead. A new lead with different model was implanted. No adverse patient effects were reported.